Event description:
It was reported that during a meniscus repair, when passing the first point (t1) of the fast-fix, both points (t1 & t2) came out. The entire device was removed. The procedure was completed with a s+n back up device. A surgical delay of 50min took place and no further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, when passing the first point (t1) of the fast-fix, both points (t1 & t2) came out. The entire device was removed. It is unknown if the needle was bent or damaged before use. Patient health is stable. The procedure was completed with a s+n back up device. A surgical delay of 50min took place and no further complications were reported.

Manufacturer narrative:
B5: updated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device was performed. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation of the device was performed. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without the requested clinical information, a thorough medical investigation cannot be rendered. Therefore, the root cause of the reported failure could not be definitively determined. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.